Event description:
It was reported that the procedure was cancelled. A 330cm rotawire and a 1.50mm rotalink plus were selected for use. Prior the procedure, while performing draw test, there was restriction upon advancing the burr and it was noted that the wire broke. The facility could not negotiate with the other floppy wire available in the cathlab. Consequently, the procedure was cancelled. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed and confirmed the guidewire was fractured at 199 cm. Dimensional inspection revealed that the three sections (distal, medium and proximal) were within specification. The reported event of guidewire fracture was confirmed.

Event description:
It was reported that the procedure was cancelled. A 330cm rotawire and a 1.50mm rotalink plus were selected for use. Prior the procedure, while performing draw test, there was restriction upon advancing the burr and it was noted that the wire broke. The facility could not negotiate with the other floppy wire available in the cathlab. Consequently, the procedure was cancelled. No patient complications were reported.